Event description:
It was reported that this inflatable penile prosthesis (ipp) was not long enough for patient's anatomy. Also, the pump was reported to be positioned very high in the scrotum. A revision surgery was performed to explant and replace the device. No patient complications were reported.